Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician attempted to place the right ventricular (rv) lead with the support of a delivery system, however the patient had severe tricuspid regurgitation, therefore the lead was unable to reach the target position. A different delivery catheter was used to support the rv lead, but to no avail. A third delivery catheter was attempted, in which the rv lead was able to pass through the tricuspid orifice, however the lead was unable to be fixed due to the regurgitation. After approximately eight hours, the physician elected to give up rv lead implantation and implanted a single chamber pacemaker instead. No patient complications have been reported as a result of this event.